Manufacturer narrative:
H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded; therefore, a device analysis could not be completed. However, a loose connection was reported between a line of the cassette and the bag resulting in a leak, which is known to cause this alarm. The cause of the loose connection could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified process step of automated peritoneal dialysis (apd) therapy. During the troubleshooting, it was reported that there was a loose connection which resulted in a leak at the connection point between the cassette and the pd solution bag that led to this alarm. Renal therapy services (rts) assisted the home patient (hp) in ending the therapy session. The hp proceeded to go to the hospital where the therapy session was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.